Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 375 mg/dl. The customer stated that the button error alarmed during a bolus attempt, and after a battery change, she noticed the keypad issues. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted, but the pump had no button response due to corroded keypad traces. The pump also had had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.